Event description:
Analysis found that the programmer complaint was unverified and the antenna jack was resoldered as a preventative measure.

Event description:
It was reported that a patient had a loss of therapeutic effect, was having trouble with her bladder, had been having accidents, and couldn¿t make it to the bathroom. The issue began about three weeks prior to the report and happened suddenly. The patient didn¿t know if it was because she had been drinking a lot of liquids. A week prior to the report, the patient wanted to use the patient programmer to turn the device up, but the programmer was not working at all and wasn¿t coming on. The monitor didn¿t work and was blank. The patient just bought new batteries and the programmer hadn¿t been dropped or gotten wet. The anomaly appeared to have occurred through product use. A replacement device was sent to the patient. For the past two days the patient started having a little sensation like sharp tingling. It was a little pain but not ¿pain pain.¿ the patient wanted to set up an appointment with her healthcare professional. She didn¿t want to change the device on her own and her doctor usually did it. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient. Product ID: 3889-33, lot# va0e5k1, implanted, (B)(6) 2014, product type: lead.